Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was cracked and leaking. The reported problem occurred during initial drain. The reporter indicated that air bubbles were observed in the patient line and, upon further inspection it was observed that there was a leak from a crack in the patient line tubing near the transfer set. The patient was filled up with air. The patient did not present any symptoms after the event occurred. The patient went to their (B)(6) clinic later the same morning. The nurse stated the patient was given 1 gm of vancomycin and a transfer set change was performed as a preventative measure. There was no damage observed to the packaging, but the tapes on the lines looked like they were coming off and the patient line was not attached to the blue organizer when taken out of the packaging. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was returned with an opened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. There was a small hole observed in the patient line tubing where it meets the connector. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem of leak was verified. The cause of the leak was determined to be damaged tubing (patient line tubing to connector). The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.